Event description:
The doctor reports that the healing abutment broke into two pieces.

Manufacturer narrative:
Visual inspection of the returned device confirms the device is a itha53, not a itha64 as reported. Visual inspection of the returned itha53 confirmed that the healing abutment has fractured. The healing abutment has fractured at approximately the first thread. The hex on the abutment head shows signs of stripping. DHR review could not be completed due to lack of lot number. There is no evidence that the product was non-conforming at the time of distribution. The technical root cause cannot be determined. (B)(4).